Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted because it reached battery status elective replacement indicator (eri). This report is being filed because reliability assurance testing identified premature battery depletion.